Event description:
It was reported that a user sought assistance connecting a freestyle libre 3 plus sensor to an ilet system, experienced difficulty pairing during the sensor warm-up, indicating a data-availability delay consistent with intermittent communication between the sensor and ilet; the issue was resolved through rescan guidance and completion of warm-up. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user, analysis of information provided by the user, and internal review of interoperability between the sensor and the ilet system. Investigation of this case revealed an interoperability communication problem attributed to the electrical and magnetic communication pathway, specifically involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.